Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The philips field service engineer (fse) inspect the system onsite and confirmed that the flexvision pc was not starting. Upon troubleshooting actions, fse identified that the large screen system pc was not starting. Fse replaced the flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision pc would not start. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.